Manufacturer narrative:
The condition of air in line alarm occurred when no air in was present was confirmed through evaluation and was found to be due to a faulty pump head module. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
During device evaluation by baxter on a colleague infusion pump, an air in line alarm occurred when no air was present. There was no patient injury or medical intervention necessary according to the hospital representative. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.